Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the insertion flexible tube (ift)cut, the dista body worn out, the lcb distal cover glass broke, the control body assy complete broke, the lg prong top assy worn out, and the ccd driver pcb defect. Based on the result, we concluded that it was caused due to the ccd driver pcb defect; however, other failures are not related to the alleged complaint. Correction information: g6: follow up #1. H6: coding changed based on the investigation result: component code and investigation findings. Additional information: b5: there was no report of patient harm. H2: type of follow up. H6: coding added based on the investigation result: health effect - clinical code. This report is being filed as part of the pentax backlog management plan.

Manufacturer narrative:
International medical device regulators forum (imdrf) adverse event reporting. (B)(4). We will continue to investigate this situation and if necessary, file a supplemental report. This complaint is being processed in accordance with dpa-qip-MDR decision backlog management plan.

Event description:
Pentax medical was made aware of an event that occurred in the emea region. The event occurred before use. The user reported no image pentax model eg29-i10/serial (B)(4). The endoscope was returned to pentax service facility for further evaluation where the user narrative was confirmed and was caused by a broken ccd wire on the cable at the circuit board. This event meets the requirement for FDA reportability; therefore submission of a report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.